Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13e22115 and h13e08064. No deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 4 involved in this event. This is a report of a home patient (hp) who experienced peritonitis and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown and treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. Additional information was requested, but is not available at this time.